Event description:
A malfunction alarm was reported, and no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed about the need to replace the pump, and a replacement pump was provided to ensure the continuity of insulin delivery. The pump was within warranty, and the customer's shipping address was confirmed. There was no information received regarding the return of the problematic pump.